Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual inspection: the device was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the device was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: migration of the filter. This may be caused by placement in oversized venae cavae greater than 28mm, or large migrating thrombus dislodging the filter from its deployed position. Perforation of the vena cava wall by the legs of the filter. Recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombus passed through the filter or via collateral means. Caval occlusion. The probability of this occurring should be weighed against the inherent risk/benefit ration for a patient who is experiencing pulmonary embolism, or who is likely to do so without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired some time post vena cava filter deployment (date not provided). The reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the patient's death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient's death.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed to avoid having to anticoagulate the patient due to a history of multiple falls at home and a history of dvt in left leg. During the course of the procedure it was complicated by perforation of the original filter through the wall of the vena cava. A second filter was placed without difficulty. A CT scan of the abdomen and pelvis indicated the perforation of the more superior filter through the wall of the cava and with possible encroachment on the duodenum with some air in the area in the retroperitoneal where the filter is identified. There is no significant fluid or bleeding in the area. The patient remained hemodynamically stable. A CT scan, indicated a non-opened ivc filter appearing to protrude through the medial anterior wall of the inferior vena cava just inferior to the left renal vein. The filter is against or perhaps through the wall of the transverse duodenum. The caudal portion of the unopened filter is 1.5 cm above the second deployed vena cava filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. An ivc filter was successfully deployed following unsuccessful deployment of another ivc filter. A CT scan indicated perforation of the more superior filter through the wall of the cava and with possible encroachment on the duodenum with some air in the area in the retroperitoneal where the filter is identified. Three days later, a CT scan indicated a non-opened ivc filter appearing to protrude through the medial anterior wall of the inferior vena cava just inferior to the left renal vein. The original filter is against or perhaps through the wall of the transverse duodenum. The caudal portion of the unopened filter is 1.5 cm above the second deployed vena cava filter. Therefore, it can be confirmed that one of the ivc filters failed to expand and perforated the ivc. However, the investigation is inconclusive for perforation of the ivc and failure to expand as it is unknown which filter is the bard snf. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired some time post vena cava filter deployment (date not provided). The reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the patient¿s death. No specific device malfunction(s) was reported that may or may not have caused or contributed to the patient¿s death. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient has expired.